Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600-726 mg/dl with a mild level of ketones and insulin injections were administered. The customer went to the emergency room (ER) and was treated with intravenous insulin. After 3 hours, the customer left the ER with a bg of 340 mg/dl and was stable, but felt tired. The contact suspected that the pump was not delivering insulin. No alarms were received. As the customer was not experiencing a high bg at the time of the report, tandem technical support advised the contact to discuss the event with a healthcare provider.